Event description:
It was reported that cartridge change errors occurred with multiple cartridges. Additionally, an o-ring was on the pneumatic tap and also it was reported that an occlusion alarm occurred. The customer was able to remove the o-ring from the pump and successfully load a new cartridge. Customer's blood glucose level was 400 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.